Event description:
It was reported that the customer had normal blood glucose levels of 100 mg/dl. The father of the customer reported a button error alarm from the insulin pump. The battery of the insulin pump was reinstalled to no avail. The father of the customer reported that the insulin pump also had an unexpected restart after the battery was changed. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces. No unexpected button error alarms noted. The insulin pump alarmed a21 during battery change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms or battery anomalies noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specifications. The insulin pump alarmed during battery change due to faulty interface board. The insulin pump had an intermittent button response on the act button due to corroded keypad traces noted during visual inspection. The insulin pump had a cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.